Manufacturer narrative:
H2-3) the software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. The case details were reviewed. As per the case description, the modulex driver cad model appeared as an awl for a few seconds and then reverted back to the modulex driver. However as per the information provided on december 3rd, 2024, it seemed like the tracker was briefly seen as a different color, which made another tracker appear on top, or the other tracker was just in the camera's view. So, when the tracker left the camera's view, the awl loaded, making it look like the application changed the drivers on its own, even though it didn't. Based on the information provided, it was suspected that there might be another navlock tracker in the field of view with awl configuration, which could have led to the reported behavior when the modulex driver left the camera's field of view. Codes: b01, c19, d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735740, no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that a driver appeared as an awl for a few seconds and then reverted back to the driver. The manufacturer representative (rep) was able to proceed with the case. During troubleshooting, when asked if other trackers were visible, the rep indicated no. This issue caused no surgical delay. There was no reported impact on patient outcome. Additional information was received. It was reported that the probable cause was suspected to likely be the system thought the tracker was a different color tracker for a moment, which made the other tracker appear up top, or that the other tracker was in the field of view of the camera, so whenever the tracker went out of the field of view, the awl loaded, which could have made it appear that the application changed the drivers itself when it actually didn't.